Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button on the insulin pump was not responding properly. The customer explained that he had the issue happen 5 times in two years. He stated that he had to wiggle it to get a response. Blood glucose value was 114 mg/dl. During troubleshooting, the customer stated that the device was exposed to water when he went into a lake. He also reported that there was something in the back of the screen that was blocking the numbers. He declined troubleshooting for the display anomaly. He was advised to monitor the insulin pump.